Event description:
Two days post implant, patient's systolic blood pressure dropped. A transthoracic echocardiogram revealed a pericardial effusion adjacent to the right ventricle. ICD interrogation showed a slight decrease in r-wave amplitude.

Manufacturer narrative:
All information provided by manufacturer, and mandatory medwatch form was received.